Event description:
(B)(6) 2012 - the dealer reported that the tran19fr transport chair seat unsnapped from the chair and the customer fell. There was no medical attention sought and no reported injury.